Manufacturer narrative:
On 24 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: early infection in cementless tha, 1 month after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 10 april 2017. Lot 110952: (B)(4) items manufactured and released on 17 may 2011. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact double mobility acetabular shell ø58, code 01.32.158mb, lot. 163819 (k143453). Approx (B)(4) items manufactured and released on 06 september 2016. Expiration date: 2021-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 160545 (k112115). Approx (B)(4) items manufactured and released on 29 april 2016. Expiration date: 2021-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Double mobility hc liner 28/dmi, code 01.26.2858mhc, lot. 161397 (k092265). Approx (B)(4) items manufactured and released on 06 june 2016. Expiration date: 20.21-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received on 11 april 2017 and includes: the pathogen will not become available.

Event description:
The patient came in due to signs of infection. The surgeon revised all hardware and input an antibiotic spacer. The surgery was completed successfully. X-rays are available, explants will not become available.